Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood came back out of the bd insyte¿ autoguard¿ bc shielded IV catheter and leaked through the stop valve during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I was told that the blood is coming back out and leaking through the stop valve."

Event description:
It was reported that blood came back out of the bd insyte¿ autoguard¿ bc shielded IV catheter and leaked through the stop valve during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I was told that the blood is coming back out and leaking through the stop valve."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received five unopened units and one opened but empty package. Through the visual/microscopic examination, the units revealed no visible damage or abnormalities. A blood escapement time test was performed and no leakage was observed beyond the septum. The leakage test for beyond the porous plug was conducted by inserting the needles into an artificial vein. No leakage occurred beyond the porous plug. Therefore, there was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.